Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a hardware removal due to bone fusion. Initially, the patient had a variable angle locking compression plate ( va-lcp) implantation on (B)(6) 2018. During the procedure, the five (5) unknown va locking screw could not be removed from the unknown va plate. The screw heads of the unknown va screw were broken with an unknown carbide drill, then, the unknown va plates were removed. Some pieces of the broken screws have remained in the bone and there are no plans to remove the remaining screw in the body. There was a surgical delay of one hundred twenty (120) minutes and the scheduled removal time is only sixty (60) minutes. There was a prolonged anesthesia time and the amount of bleeding became larger than expected. The metal powders have remained inside the soft tissue. Jet cleaning was done to remove metal powders, however, some of them could not be removed. There were no adverse consequences have been observed and the patient was in the hospital and will be discharged within the week. As per the surgeon, there is no causal relationship between the devices and event. The patient was young, and this might have caused the event. Concomitant device reported: unknown carbide drill ( part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: the incorrect PMA/510k date was inadvertently utilized in initial medwatch. The correct date is (B)(6) 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) variable angle locking compression plate. Potential part and lot numbers of the plate are reported as follows; however the reporter was unable to identify out of these two plates which plate malfunctioned. Part # 04.117.103s, lot # l657720: UDI number: (B)(4); 510k: k120717. Part # 04.117.502s, lot # l703376: UDI number: (B)(4) ; 510k: k120070. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the patient underwent a hardware removal due to bone fusion. Initially, the patient had a variable angle locking compression plate ( va-lcp) implantation on (B)(6) 2018. During the procedure, the five (5) unknown va locking screw could not be removed from the unknown va plate. The screw heads of the unknown va screw were broken with an unknown carbide drill, then, the unknown va plates were removed. Some pieces of the broken screws have remained in the bone and there are no plans to remove the remaining screw in the body. There was a surgical delay of one hundred twenty (120) minutes and the scheduled removal time is only sixty (60) minutes. There was a prolonged anesthesia time and the amount of bleeding became larger than expected. The metal powders have remained inside the soft tissue. Jet cleaning was done to remove metal powders, however, some of them could not be removed. There were no adverse consequences have been observed and the patient was in the hospital and will be discharged within the week. As per the surgeon, there is no causal relationship between the devices and event. The patient was young, and this might have caused the event. This report is for one (1) unknown va variable angle locking compression plate ( va-lcp). This is report 2 of 2 for complaint (B)(4).